Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure this pacemaker system exhibited noise on the right atrial (ra) lead. The ra lead was tested on the pacing system analyzer (psa), and the measurements were the same thru the psa and the device. The ra lead was connected to the right ventricular (rv) lead port and no noise was observed. Boston scientific technical services (ts) that there could be damage to the ra seal plug on the device header. Subsequently, the pacemaker was removed/replaced prior to pocket closure, which resolved the noise. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise, insertion difficulty, and header damage.